Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 20 mg/dl. The customer stated that she's pregnant, and has been on steroids which may have contributed to the low blood glucose levels. The customer also reported being under stress due to working the night shift. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.